Manufacturer narrative:
Cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
An article, "long-term evaluation of central and peripheral lens densities post implantation of implantable collamer lens v4c" was published reporting that following an implantable collamer lens (icl) implantation procedure, the patient experienced cataracts. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.